Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant was installed in intraoral region #5, its non-osseointegration was observed. Twenty ncm of primary stability was achieved. The patient presented insufficient bone qualityquantity (bone type iii), fenestration occurred during surgery and bone graft was executed.